Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced an infection at the cls implant site. The physician stated the patient's infection was likely caused by the patient not following post-implant instructions. The scs system was explanted.